Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pain (pelvic pain) and heavy bleeding (genital haemorrhage). Plaintiff underwent a pelvic surgery to try to alleviate the symptoms. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains / lower pelvic pain'), embedded device ('migration of essure device location of device: muscle of uterus'), fallopian tube perforation ('perforation (fallopian tube(s)),'), genital haemorrhage ('heavy bleeding/ abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included spotting vaginal, abdominal cramps, ovarian cyst, nabothian cyst, dysuria, orgasmic sensation decreased, urinary retention and uterine enlargement. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, lisdexamfetamine mesilate (vyvanse), sertraline hydrochloride (zoloft) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches,") and tooth fracture ("dental problems/teeth fall out in chunks"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2015, the patient experienced device expulsion ("malposition of essure device location of device:muscle of uterus") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced incontinence ("incontinence"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("irregular and painful menses"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with cefalexin (keflex) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, migraine, fatigue and vaginal discharge had resolved and the embedded device, fallopian tube perforation, uterine haemorrhage, incontinence, dysmenorrhoea, menstruation irregular, back pain, fibromyalgia, device expulsion, headache, tooth fracture, weight increased, alopecia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, menstruation irregular, migraine, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed occluded tubes. Diagnostic results: on unspecified date, dye test was performed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:abnormal uterine bleeding (confirming the event genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this is retention case and all information from duplicate case (B)(4) was transferred to this case, event dental problems pt were updated to tooth fracture we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / lower pelvic pain"), embedded device ("migration of essure device location of device: muscle of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("heavy bleeding/ abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Previously administered products included for an unreported indication: nuvaring in 2008. Concurrent conditions included spotting vaginal, abdominal cramps, ovarian cyst, nabothian cyst, dysuria, orgasmic sensation decreased, urinary retention and uterine enlargement. Concomitant products included anovlar (microgestin), cilest (ortho tri-cyclen), ciprofloxacin (cipro), levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, lisdexamfetamine mesilate (vyvanse), sertraline (zoloft) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches,") and tooth disorder ("dental problems"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2015, the patient experienced device expulsion ("malposition of essure device location of device:muscle of uterus") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("irregular and painful menses"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with cefalexin (keflex), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, migraine, fatigue and vaginal discharge had resolved and the embedded device, fallopian tube perforation, uterine haemorrhage, incontinence, dysmenorrhoea, menstruation irregular, back pain, fibromyalgia, device expulsion, headache, tooth disorder, weight increased, alopecia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, menstruation irregular, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: confirmed occluded tubes on unspecified date, dye test was performed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:abnormal uterine bleeding (confirming the event genital haemorrhage). Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs was received: the event bladder problems or changes or urinary problems or changes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed. In or around (B)(6) 2009, following discussion with her physician concerning safe and effective birth control options and consideration of material concerning the essure device; plaintiff underwent the essure procedure. In or around (B)(6) 2015, she began to experience symptoms that included, but are not limited to: incontinence, irregular and painful menses, heavy bleeding, sharp stabbing pelvic pains, and back pain. In or around (B)(6) 2015, it was determined that plaintiff required surgical to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. In addition, it was informed that plaintiff did not become aware or form a belief that her symptoms and injuries were caused by the essure device and/or wrongful conduct until a later date when she became aware of women experiencing similar complications. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pain (pelvic pain) and heavy bleeding (genital haemorrhage). Plaintiff underwent a pelvic surgery to try to alleviate the symptoms. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / lower pelvic pain"), embedded device ("migration of essure device location of device: muscle of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring in 2008. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches,") and tooth disorder ("dental problems"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2015, the patient experienced device expulsion ("malposition of essure device location of device:muscle of uterus") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("irregular and painful menses"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6)2015 via hysterectomy with bilateral salpingectomy.) Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, migraine, fatigue and vaginal discharge had resolved and the embedded device, fallopian tube perforation, incontinence, dysmenorrhoea, menstruation irregular, back pain, fibromyalgia, device expulsion, headache, tooth disorder, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, menstruation irregular, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results: on unspecified date, dye test was performed, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added.historical drug, lot number, laboratory data were added. Updated suspect drug indication. Events urinary tract infection, fibromyalgia, malposition of essure device location of device: muscle of uterus, migraines, headaches, dental problems, perforation (fallopian tube(s)), fatigue, weight gain, hair loss, abdominal pain, vaginal discharge updated events and event outcome was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / lower pelvic pain"), embedded device ("migration of essure device location of device: muscle of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("heavy bleeding/ abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery. Previously administered products included for an unreported indication: nuvaring in 2008. Concurrent conditions included spotting vaginal, abdominal cramps, ovarian cyst, nabothian cyst, dysuria, orgasmic sensation decreased, urinary retention and uterine enlargement. Concomitant products included anovlar (microgestin), cilest (ortho tri-cyclen), ciprofloxacin (cipro), levonorgestrel (mirena) from 3-jun-2014 to 30-oct-2015, lisdexamfetamine mesilate (vyvanse), sertraline (zoloft) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches,") and tooth disorder ("dental problems"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2015, the patient experienced device expulsion ("malposition of essure device location of device:muscle of uterus") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("irregular and painful menses"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with cefalexin (keflex), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, migraine, fatigue and vaginal discharge had resolved and the embedded device, fallopian tube perforation, uterine haemorrhage, incontinence, dysmenorrhoea, menstruation irregular, back pain, fibromyalgia, device expulsion, headache, tooth disorder, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, menstruation irregular, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed occluded tubes . On unspecified date, dye test was performed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:abnormal uterine bleeding (confirming the event genital haemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Event abnormal uterine bleeding was added. Concurrent condition, concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / lower pelvic pain"), embedded device ("migration of essure device location of device: muscle of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("heavy bleeding/ abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Previously administered products included for an unreported indication: nuvaring in 2008. Concurrent conditions included spotting vaginal, abdominal cramps, ovarian cyst, nabothian cyst, dysuria, orgasmic sensation decreased, urinary retention and uterine enlargement. Concomitant products included anovlar (microgestin), cilest (ortho tri-cyclen), ciprofloxacin (cipro), levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015, lisdexamfetamine mesilate (vyvanse), sertraline (zoloft) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), headache ("headaches,") and tooth disorder ("dental problems"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and fatigue ("fatigue"). In 2015, the patient experienced device expulsion ("malposition of essure device location of device:muscle of uterus") and alopecia ("hair loss"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced incontinence ("incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("irregular and painful menses"), menstruation irregular ("irregular and painful menses"), back pain ("back pain"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems"). The patient was treated with cefalexin (keflex), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures), surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures) and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essures). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, migraine, fatigue and vaginal discharge had resolved and the embedded device, fallopian tube perforation, uterine haemorrhage, incontinence, dysmenorrhoea, menstruation irregular, back pain, fibromyalgia, device expulsion, headache, tooth disorder, weight increased, alopecia, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, menstruation irregular, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed occluded tubes on unspecified date, dye test was performed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:abnormal uterine bleeding (confirming the event genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.